Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper cocked with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the stopper was difficult to remove with a bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes. This occurred on 25 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the instrument does not manage to decap the cap from the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was difficult to remove with a bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes. This occurred on 25 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the instrument does not manage to decap the cap from the tube.